Event description:
The customer reported leaks occur at the connection of the extension set to a non-carefusion primary set. Although no specific pt events were reported, it was stated that 2-3 events per week over the last 3-4 weeks have occurred while infusing such medications as epinephrine, prostaglandin and sedatives resulting in pt outcomes such as low blood pressure and insufficient levels of sedation. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.